Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the patient was implanted with a left hip on (B)(6) 2011. While placing broaching, the broach could not be removed from the stem . A small notch was made in the femur to remove the broach. This notch resulted in a crack that was eventually cabled. The patient was revised on (B)(6) 2011 for dislocation and the fracture that occurred during the doi was corrected again.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. Medical records were received and reviewed. From a medical perspective, based on the information available, it is unlikely that the complaint is product related. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.